Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation result: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the distal section of the balloon. Microscopic inspection found had a pinhole located approximately at 13 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event was confirmed. Product analysis determined that the pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon and cause of balloon leak. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an endoscopic gastroduodenal stricture dilation procedure performed on (B)(6) 2023. During the procedure, the balloon did not inflate. It was noticed that there was a leak in the tip of the balloon. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an endoscopic gastroduodenal stricture dilation procedure performed on (B)(6) 2023. During the procedure, the balloon did not inflate. It was noticed that there was a leak in the tip of the balloon. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a0504 captures the reportable event of balloon leaked in the esophagus.